Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to possible allergy and infection. Reportedly, the patient had reddish or purplish coloration with a swelling in the pocket implant site. No adverse patient effects were reported. The ICD remains implanted.